Manufacturer narrative:
Review of sample 1, 2, 3 and 4 shows negative result for anti-d well for reflex confirm assay.review of weak d testing on the same samples shows positive results(1+ to 3+), well images show red cell buttons not sharply defined with small holes in the middle. Well images appear negative.review sample 5 and 6 shows negative result for anti-d well for reflex confirm assay.review of weak d testing on the same samples shows positive (2+) results for weak d testing. Well images show loosely formed red cell buttons with a big hole on one side with a moderate degree of adherence. Well images appear positive.weak d testing performed with d- and d+ in-house donor samples using retention capture-r select and anti-d series 4, lot 504731, on in-house echo. This was the same lot of anti-d used by the customer. No unexpected positive reactivity was observed. All d- donor samples were interpreted as weak d negative and d+ sample was interpreted as positive. Weak d assay was performed with customer's samples using retention anti-d series 4, lot 504731 on in-house echo. Two samples were interpreted as negative and the other 4 samples were interpreted as equivocal. All buttons appeared fuzzy visually. The samples were observed for hemolysis. No hemolysis noted.hemagglutination tube testing was performed with customer's segment samples using a variety of anti-d reagents including retention anti-d series 4, lot 504731. All samples were nonreactive at is, 37c and the iat phase. We were unable to reproduce the unexpected positive reactivity observed at the customer site.

Event description:
Customer reported unexpected positive reactions on weak d testing on the echo. Six rh negative units resulted positive with weak d testing. Repeat testing manually using anti-d, series 4 resulted weak d negative. The samples are from repeat donors that have tested rh negative previously. Units were transfused as o negative donors. No adverse reactions occurred as a result of the unexpected position reactions.